Manufacturer narrative:
(B)(4). Date sent: 12/19/2025. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number a97925, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 12/4/2025 additional information was requested, and the following was obtained: what was the target tissue being fired upon? Intestinal loop colectomy intestinal loop colectomy can you please provide more details on what is meant by ¿restoring the pme¿? I don¿t know (the report was done by another person) what troubleshooting was performed to remove the device? The stapler did not firing the white load was the device removed from the tissue? Sim ¿ yes if so, how? The surgeon pen the stapler, removed from the tissue and was replaced by competitor material

Manufacturer narrative:
(B)(4) date sent: 9/24/2025 d4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number a97925, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the target tissue being fired upon? Can you please provide more details on what is meant by ¿restoring the pme¿? What troubleshooting was performed to remove the device? Was the device removed from the tissue? If so, how? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colectomy procedure, the stapler stuck with the white load and did not fire. Longer anesthesia time and the team¿s difficulty in restoring the pme took the patient to the ICU and intubated.